Manufacturer narrative:
Pending evaluation.

Event description:
The ball tip of the driver broke while tightening the screw and was left in the patient.

Event description:
It was reported that during a procedure, the torque limiting driver tip broke while tightening the stem extension screw. The surgeon felt the screw was tight enough so we moved forward. The ball tip of the driver could not be retrieved from the patient's implant. It was reported that there was no effect on patient outcome. This is one of two products involved with the reported event and the associated manufacturer report number is 1038671-2017-00448.

Manufacturer narrative:
Upon review of all available information, the most likely cause was likely the result of applying torque greater than the yield strength of the material, which lead to shearing off of the ball-tip, which remained inside the stem extension screw. This instrument is designed for repeated use and may potentially be used daily in a surgical environment. Repeated reprocessing according to these instructions has a minimal effect on exactech surgical instruments. The useful life is normally determined by a visual and/or functional evaluation prior to use. Visually inspect for damage and wear (e.g., corrosion, discoloration, nicks on cutting surfaces). If damage or wear is found, do not use the instrument and contact the exactech sales representative or exactech customer service for disposition this device is used for treatment not diagnosis.